Event description:
A company representative contacted baxter (B)(4) regarding a connection issue with a titanium adaptor. The representative stated that the transfer set was not connected to the titanium adaptor tightly. There was patient involvement, however, no patient injury or medical intervention was reported along with this event.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined.